Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 362 mg/dl at the time of the incident and current blood glucose was 191 mg/dl. The customer was treated with bolus. Customer stated that there were two air bubbles that are a quarter of inch. The customer stated that the air bubbles were close to the reservoir. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The reservoir will not be returned for analysis.